Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this lead was explanted and replaced. To date, no adverse patient effects have been reported.

Event description:
Boston scientific received information that this patients right atrial (ra) lead exhibited increased thresholds and low out-of-range (oor) impedance measurements of less than 200 ohms. A revision procedure was performed in which it was noted that the lead was not pushed all the way through to the set screw. The revision was successful and the system remains implanted. To date, no additional adverse patient effects have been reported.